Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer administered a bolus. The customer's blood glucose (bg) level subsequently decreased to ¿low¿; although specific value was not provided. Customer consumed carbohydrates to address bg.